Event description:
On (B)(6) 2012, the lay user/patient in france contacted lifescan to report the unknown lifescan meter was giving the "apply sample" icon after the blood sample was applied to the test strip. The technical support representative (tsr) contacted the patient to obtain and verify information; however, was unable to reach her by telephone. The (B)(4) classified the complaint based on the information originally provided to customer service. On approximately (B)(6) 2012, the patient obtained the "apply sample" icon remaining on the display of the reported meter after the blood sample was applied; she did not obtain a blood glucose reading. The patient was unable to confirm the name brand/meter type, or serial number. At an unspecified time afterwards, the patient experienced symptoms she claimed were hypoglycemic, she was unable to provide specific symptoms. The patient administered self-treatment by consuming sugar; she did not seek any medical attention. The patient manages her diabetes with insulin taken on a sliding scale. It would have been helpful to determine the meter type, the patient's blood glucose readings prior to the onset of symptoms, her prior meals and medications, what actions if any the patient took due to the "apply sample" issue, her diabetes medication regimen, her specific symptoms and if she felt better after the self-treatment. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the reported meter issue, and received treatment with food. Therefore, this complaint is being reported.